Event description:
The olympus representative reported on behalf of the customer during preparation for use, the evis lusera colonovideoscope, had poor air supply. The procedure was not impacted. No patient injury reported. The scope was cleaned and disinfected in the oer-4, automated endoscope reprocessor after primary cleaning before being sent in for repair. During the evaluation of the device, it was noted the nozzle was clogged by unknown foreign matter. This report is to capture the reportable malfunction the nozzle was clogged by unknown foreign matter noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The amount of air supply was insufficient due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). The bending section cover adhesive part was cracked due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. Dirt that was difficult to remove was found on the objective lens due to handling (insufficient cleaning). Cloudiness was caused by dirt on the objective lens. Dirt was on the operation part and universal cord was difficult to remove due to handling (insufficient cleaning). The insertion part cover tube, operation part, insertion part of the insertion tube, operation part cover, up/down knob, right/left knob, up/down and angle fixing lever, switch box, grip, universal cord, scope connector cover, and right/left angle knob fixing due to external factors. There was a scratch on the ring for hardness adjustment. The paint on the suction cylinder was peeled off. The forceps stopper was scraped due to an external factor. The tip cover and scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.